Manufacturer narrative:
(B)(4). The bc2425 oxygen therapy nasal cannula is manufactured by salter labs in (B)(4), for fisher & paykel healthcare. Details of this complaint have been forwarded to salter labs for their information. Method: the complaint cannula was not made available to fisher & paykel healthcare for evaluation. We attempted to obtain further information from the customer regarding how long the device was used but this was not provided. Our analysis is based on the information received from the customer and from photographs provided by the customer. Results: inspection of the photographs showed that the left side of the tubing had detached from the nose piece. During manufacture by salter labs a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. Without inspecting the complaint device, it could not be determined whether: the tube had properly bonded to the nose piece. Sufficient bonding agent had been applied to the tubing. There was any damage to the surface of the tubing. A lot check revealed no other complaints for the lot number provided. Conclusion: we were unable to determine the cause of the detachment as reported by the customer.

Event description:
A hospital in (B)(6) reported via our distributor that a bc2425-20 nasal cannula detached where the prongs connect to the tubing. No patient consequence was reported.